Event description:
Per the clinic, the device was explanted on (B)(6) 2025 as the patient experienced vertigo and decided to pursue a vestibular implant.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an unspecified reason. Additional information has been requested but has not been made available as of the date of this report.